Event description:
Information identified in the manufacture database indicated the device was implanted after the use by date. The device remains in use. No patient complications were reported as a result of this event. Information identified in the manufacture database indicated the device was implanted after the use by date. The device remains in use. No patient complications were reported as a result of this event.

Event description:
Information identified in the manufacture database indicated the device was implanted after the use by date. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.